Manufacturer narrative:
It was reported that the patient underwent "mastectomy with reconstruction using a latissimus dorsi musculocutaneous pedicled flap following radiation mastitis of the right breast. The redon drain located at the latissimus dorsi site broke on day 2 post-surgery. The white, ribbed section remained in the back, disunited from the tubing. The drain was to be removed once the residual fell below 40 cc (cubic centimetre) on 24 hours. Clinical consequences and current patient state of health: removal of the remaining part of the drain under local anaesthesia, requiring a minimal incision to extract the tubing, realisation of one stitch. Formation of an accumulation on the back, which was drained prior to discharge on (B)(6)." It has been determined that the reported event required medical intervention. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
Drain broke while in use in patient.